Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the device was not cutting smoothly. No harm or other information given.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. On (B)(6) 2019, it was reported that the device was not cutting smoothly. The customer returned an air dermatome device, serial number (B)(6), for evaluation. The customer also returned a hose and 1"/2"/3"/4" width plates, for evaluation. Product review of the air dermatome on january 11, 2020 revealed that the calibration was in specifications at all settings. The motor speed was within specifications and the control bar was in the correct position. Repair of the air dermatome was not performed by zimmer biomet surgical as the device was found to be functioning as intended. It was inspected and tested. The root cause of the reported event cannot be specifically determined with the provided information because the device functioned as intended and there were no problems found. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.